Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer mentioned no delivery alarm. The customer's blood glucose was 407 mg/dl at the time of incident. The customer's blood glucose was 307 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected excessive no delivery alarms were noted.